Event description:
It was reported during a reprogramming appointment the pt had a heating sensation in her back around the areas where her lead was implanted. The pt reported the heating was not uncomfortable. The physician was monitoring the issue. Follow up identified the issue was not bothering the pt, and no intervention was planned at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.